Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of cranial injury, pulmonary embolism and shortness of breath. A CT) scan revealed that the patient had significant pulmonary embolism including saddle embolus. The filter was placed below the level of the renal vein inflow such that the tip of the filter cone corresponded to the l1-l2 level. A 7 french triple lumen catheter was then implanted. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple filter struts beyond the wall of the vena cava. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), filter embedded in wall of the ivc and perforation of blood vessels. The patient has also experienced physical pain and mental anguish. A CT scan, done approximately nine years and six months after the index procedure, indicate that the filter tip was 1.2 cm below the lowest renal vein. The filter is intact and positioned straight along the course of the vena cava. The struts of the filter extend 1 mm beyond the wall of the vena cava. The CT scan also noted that the patient has a 2.1 cm cyst in the posterior mid pole of the left kidney.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of cranial injury, pulmonary embolism and shortness of breath. A computed tomography (CT) scan revealed that the patient had significant pulmonary embolism including saddle embolus. The filter was deployed via the right internal jugular vein. The filter was placed below the level of the renal vein inflow such that the tip of the filter cone corresponded to the l1-l2 level. A 7 french triple lumen catheter was then implanted. The catheter will provide intravenous access as well as proving tamponade at the filter insertion site should the patient undergo thrombolytic therapy. The patient tolerated the procedure well.   Additional information received per the amended patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), filter embedded in wall of the ivc and perforation of blood vessels. The patient became aware of the reported events nine years and six months after the index procedure. The patient has also experienced physical pain and mental anguish. The results of computed tomography (CT) scans done approximately nine years and six months after the index procedure indicate that the filter tip was 1.2 cm below the lowest renal vein. The filter is intact and positioned straight along the course of the vena cava. The struts of the filter extends 1 mm beyond the wall of the vena cava. The CT scan also noted that the patient has a 2.1 cm cyst in the posterior mid pole of the left kidney. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple filter struts beyond the wall of the vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple filter struts beyond the wall of the vena cava.

Manufacturer narrative:
Section b5: additional information received per the patient profile form (ppf) states that the patient experienced perforation of blood vessels. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.